Event description:
It was reported the pt had not recharged her ipg for approximately 3 years because the pt lost her charging system. A sjm rep confirmed the ipg does not communicate with the charging system. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.